Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket / 510(k) # p190006. UDI for concomitant product, neurostimulator: unknown. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiate. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, undesired sensations, implant pain and migration were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient's lead had migrated, causing stimulation in the leg and foot when the device was on. When the device was turned off, the stimulation stopped. An x-ray confirmed the lead migration, and a lead revision was performed along with a battery pocket revision due to prior discomfort. The battery was moved from the right side to the left side because the patient was experiencing pain in the pocket. The same battery was kept, and no complications were reported. The patient is doing well after the revision surgery and is satisfied with the relief from their symptoms.

Manufacturer narrative:
Product code (d2b): additional product code qon. UDI for concomitant product, neurostimulator: unknown. Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient's lead had migrated, causing stimulation in the leg and foot when the device was on. When the device was turned off, the stimulation stopped. An x-ray confirmed the lead migration, and a lead revision was performed along with a battery pocket revision due to prior discomfort. The battery was moved from the right side to the left side because the patient was experiencing pain in the pocket. The same battery was kept, and no complications were reported. The patient is doing well after the revision surgery and is satisfied with the relief from their symptoms.